Manufacturer narrative:
Device was manufactured prior to UDI labeling implementation. Approximate age of device: 1 year and 9 months. (Calculated from the date of manufacture.) The 14 volt power module patient cable was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient experienced low flow and pump stop alarms while at home in bed and connected to the power module. When the patient got up the alarms stopped, and then they occurred again. The patient then switched to battery power. The patient exchanged his 14 volt power module patient cable and connected to the power module and no further alarms have occurred. The patient went to the clinic for a follow-up visit for the alarms. X-rays of the internal portion of the percutaneous lead were taken and no areas of concern were noted. While the patient was in the clinic, there were no alarms. The health professional placed the patient on battery power, then connected the patient to the power module, and then placed the patient back on battery power. The health professional also had the patient stand up, sit down, and cough. No alarms were reproduced throughout testing. The original power module patient cable that the patient was connected to when the alarms had occurred was not used during the troubleshooting. The health professional reported that the x-rays that were taken were not done appropriately, and the patient was requested to return for additional x-rays, but as of (B)(6) 2015, the patient had not returned. The patient has not reported any further alarms. The patient remained asymptomatic throughout the course of the events.

Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device ¿ 2 years and 8 months. The pump remains in use supporting the patient. The replaced external distal end portion of the driveline was returned. Evaluation of the submitted system controller log files confirmed the reported pump stops. The log files recorded intermittent low speed and pump stop events which showed low speed operation active and appeared to occur while the patient was operating on the power module; however, a driveline wire compromise could not be confirmed based on the evaluation of the returned portion of the driveline. Continuity testing of the returned portion of the driveline found all wires were electrically intact. The outer silicone jacket and clear bionate layers were unremarkable. Some minor breakdown of the braided shield was noted, consistent with the duration of use. The underlying wires were examined under a microscope and hipot tested, and no area of compromised wire insulation was identified. A review of the device history records revealed the device met applicable specifications. Additionally, the 14 volt power module patient cable was returned for evaluation, and the reported pump stoppages were not able to be reproduced during the analysis. The pump operated with the system voltage in the expected range. The system continued to operate properly when the black and white power cables were independently disconnected, and no alarms or voltage issues were noted. The patient cable did not appear to contribute to the reported pump stoppages. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that on (B)(6) 2016, the patient experienced another pump stop event while connected to the power module. On (B)(6) 2016, the patient went to the clinic and the health professionals could not reproduce the alarm. Repeat x-rays were not very clear and they were unable to rule out a driveline fracture. The patient remained asymptomatic during the events and continued to be on both battery power and connected to the power module. On 01/14/2016, the manufacturer's technical services representatives replaced an external portion of the patient's driveline. No further issues have been reported.